Manufacturer narrative:
Concomitant product: ethicon mesh vicryl woven 6x6 abs, product ID: wwmm. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a abdominal hernia. It was reported that after implant, the patient experienced severe abdominal pain. Post-operative patient treatment included revision surgery and removal of mesh.